Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per additional information updated from wo 09may2025, they checked chiller temperature (t4) and it was 29c. They drain water from the chiller tank, and it was empty. They discussed this was indicative of a failed mixing pump and requested spare parts pricing information. Due to the age of this device, it was unlikely they would return it for a 2000-hour service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction- d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per additional information updated from wo 09may2025, they checked chiller temperature (t4) and it was 29c. They drain water from the chiller tank, and it was empty. They discussed this was indicative of a failed mixing pump and requested spare parts pricing information. Due to the age of this device, it was unlikely they would return it for a 2000-hour service.

Event description:
It was reported that the arctic sun device was not cooling. Per additional information updated from wo 09may2025, they checked chiller temperature (t4) and it was 29c. They drain water from the chiller tank, and it was empty. They discussed this was indicative of a failed mixing pump and requested spare parts pricing information. Due to the age of this device, it was unlikely they would return it for a 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.